Manufacturer narrative:
Initial report sent to FDA on 10/28/2008.

Event description:
According to the reporter: staples did not form properly. The surgeon removed the staples and finished the surgery using another device. Tissue was cut and there was bleeding. The amount of bleeding was not known. Or time was extended by approximately 30 minutes and the procedure was converted to open.